Event description:
It was reported that a spectrum infusion pump had a constant door not fully latched message. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom. Eval experienced a reload set message and close door message, corresponding with the reported symptom. Eval determined the cause to be a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.